Manufacturer narrative:
During a follow-up with the physician, it was reported that the physician does not think this event was related to the radiesse injection, but rather to the radiation therapy this patient has received. The radiesse device lot number was not provided to bioform medical; therefore, the device history records were not reviewed. Radiesse is not approved for use in nipple reconstruction in the united states. Directions for use of radiesse in nipple reconstruction is not included in the EU instructions for use.

Event description:
Dr reported that he had injected approximately 1.0cc radiesse for a nipple reconstruction. The patient developed necrosis of the nipple tissues following this injection. The date of the injection and date that the adverse event was noticed were not revealed.